Manufacturer narrative:
(B)(4) cath lab digest, volume 23- issue 3- march 2015.

Event description:
It was reported that an attempt was being made to remove a large thrombus using an export ap aspiration catheter. During the attempt, the flow would stop in the aspiration syringe, in spite of maintaining negative pressure. Each time the aspiration catheter was removed from patient, a large piece of thrombus was found stuck at the end of the device, completely blocking the flow. Despite repeated aspirations with the export ap catheter, poor rca flow and a still large thrombus burden was present. Successfully completed the case by using a different catheter. The patient did well post procedure and one month later was doing well in cardiac rehab.